Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing, luer lock, and patient line after switching insulin from novolog to humalog insulin. The user's blood glucose level ranged from 230 mg/dl to 180 mg/dl. Recommendation was made for the user to prime the tubing until the air is removed.